Event description:
According to the complaint, on (B)(6) 17:30 the user used the abl90 flex analyzer (serial number: (B)(6)). During the analysis, the instrument did not report the value and prompted to replace the solution pack (lot number: bh32). The solution pack was installed on (B)(6) , and had 590 tests remained. It was not requested to replace if the instrument was under normal state. After replacement of the solution pack, the user could do the analysis. Normally it will take 3-5 minutes to report the results, but for this case, it took 1 hour to report the test value, which affected the patient's treatment.

Manufacturer narrative:
Information and data were requested but not provided. Radiometer is unable to determine the exact root cause. Hence,the root cause is unknown.